Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine device check. The patient experienced pocket stimulation. Upon interrogation, the right ventricular lead exhibited low impedance. The lead was reprogrammed. The patient no longer experienced pocket stimulation and would continue to be monitored.